Event description:
It was reported during preparation prior to a coiling procedure, friction was felt and the connector between the coil and coil pusher broke as it was being removed from the dispenser hoop. No damage was noted to the packaging or the dispenser coil.